Event description:
Eight 8 months post dmx with reconstruction (mentor smooth saline spectrum implants), I developed systemic, bilateral muscle/join pain and general fatigue. The debilitating pain started with my hands and within 4 months the pain had spread to nearly every joint and muscle group in my body. I felt like I was 90 years old. I later developed sharp pains and itching of breasts, vertigo, hot flashes, tinnitus, and insomnia. Spent 9 months with multiple specialty doctors and had many lab tests and imaging. Although all rheumatological tests were negative, I was diagnosed with fibromyalgia by rheumatologist; however, two different drugs provided no relief. Oncologist and two rheumatologists dismissed the possibility that the symptoms could be caused by the implants and the leakage of silicone from the shell into my system. I became very frustrated and depressed since it was greatly affecting my ability to function on a daily basis. I could not bend down to pick even small things up from the floor, I could not get up from the sofa without help, I could not open screw top containers, I had to hold the hand rail and go down one step at a time because my feet, toes, and ankles hurt so much. I could not do planks in pilates. I had to stop hiking and biking. I had to take a lot of naps. Though my own due diligence and research and with no help from the medical community, I came to the conclusion that I had probably had some level of capsular contracture and the symptoms of what many women call "breast implant illness". The cancer center that performed the dmx and reconstruction never mentioned that many women may develop autoimmune type symptoms. They only mentioned the possibility of capsular contracture and rarely bia-alcl with textured implants. Cancer patients are making reconstruction decisions without having been given all the information and the possible risks. Unfortunately, this has not been taken seriously despite the fact that hundreds of thousands of women have symptoms such as many and many more. It is a shame that there is no diagnosis code for symptoms caused by breast implants. I decided to take my own healthcare into my own hands, and scheduled explant with enbloc/total capsulectomy on (B)(6) 2021. I have had no hot flashes or vertigo since the surgery. A week after surgery, my fatigue level greatly improved and I have felt no need to take daily naps. The tinnitus is less frequent and not nearly as loud. I have noticed an improvement in my lower body muscle/joint pain since surgery. My upper body is still lagging behind, perhaps because that is where the pain first started. I am focused on healthy eating and detox and am hopeful that I will see additional improvement in symptoms. We need studies to address this so that the risk of these types of symptoms from breast implants can be quantified so a diagnostic code can be developed. This in turn will help cancer patients and those considering implants for cosmetic reasons to make better informed decisions. This will save pain and suffering for many and avoid many unnecessary medical bills in the search for a diagnosis. If I were in charge, I would completely take them off the market, but in lieu of that women need to be better informed. This industry needs to be better scrutinized. Long term studies need to be done for any device that will remain in one's body for the rest of their life. FDA it is time for some action. The black box warning does not mention the possibility of autoimmune rejection, only capsular contracture and bia-alcl. There is more to the problem than just those two side effects. Mentor smooth round spectrum saline (left) 350-1430 sn (B)(4) (225 cc); mentor smooth round spectrum saline (right) 350-1430 sn (B)(4) (225 cc). I have the explant op report and pathology with photos of implants and capsules, but only in pdf format. Contact me if you want to discuss another way to share. Rheumatological tests and imaging were all negative. No inflammation was noted even though I was having inflammatory like responses/symptoms. If you want all my test results, call me to arrange for another format of sharing. FDA safety report ID# (B)(4).